Manufacturer narrative:
(B)(4). The device will not be returned for evaluation as it was discarded by the site. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, there was no allegation or indication a device malfunction contributed to this event.  It is believed that the calcification in the stj caused the balloon burst, which subsequently caused the withdrawal difficulty and tip separation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time

Event description:
As reported by field clinical specialist (fcs), during the deployment of the 23mm sapien 3 valve via transfemoral deployment, the balloon of the delivery system ruptured and they were unable to remove the system. The delivery system with valve was able to cross the native valve without difficulty. The balloon burst during full inflation with nominal volume. The native annulus and leaflets had moderate calcification, and the sinotubular junction (stj) had severe calcification. It is believe that the calcification in the stj caused the balloon burst. Balloon aortic valvuloplasty (bav) was not performed. The valve was fully deployed. Blood was seen in the atrion so they did not attempt to pull negative. When trying to pull the delivery system back into the sheath, the balloon tip got caught, and separated from the system. The delivery system was coaxial upon reentry into the distal end of the sheath.  The tip was stuck in the left common iliac. They attempted to remove the tip percutaneously, but were unable, so the patient went to surgery. The tip of the delivery system was removed through surgery, however, the patient passed away due to an unknown bleed post procedure. The device will not be returned for evaluation as it was discarded by the site.